Manufacturer narrative:
Evaluation summary: o-ring inside the lg prong sleeve was missing after the repair was completed.visited the facility and installed o-rings locally. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
After the repaired product of (B)(4) was delivered on (B)(6) 2021, the p sleeve was removed for cleaning and disinfection on (B)(6) the next day. It was discovered that the o-ring was not attached, and I was contacted via the store. We visited the facility on the day and installed the o-ring, and the site was settled, but the sterilization room manager was wondering and anxious, "why is there a defect even though I repaired it?" "Is the repaired part okay?". It may be necessary to explain and respond, but the dealer is currently checking the situation. Since it occurred before use, there is no health hazard to patients and medical staff.